Manufacturer narrative:
(B)(4). Evaluation- the device was not provided to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no information to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided.

Manufacturer narrative:
Patient code: no known consequences reported. Device code: no known device problem. Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital, (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "leg pain and swelling; anxiety". Unknown if the reported "leg pain and swelling; anxiety" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4).corrected data based on new information received: adverse event to product problem, implant date, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2006 due to dvt and pe. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges leg pain and swelling, and anxiety.